Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply and the pc were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.